Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01184.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the right internal jugular vein due to dvt (deep vein thrombosis)/ pe (pulmonary embolism). Patient is alleging tilt, inability to retrieve the device, and embedment of upper hook in wall of ivc (inferior vena cava). The patient further alleges fear, chronic depression. Per an attempted retrieval report, "unsuccessful attempt at ivc filter removal." The attempted retrieval was reportedly performed due to low risk of pe.

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2017. The patient alleges to have been injured without further explanation.